Event description:
The customer reported obtaining erroneously high ammonia (synchron systems ammonia) results for two patient samples involving the synchron lx20 pro system. The customer stated that the results were not reported out of the laboratory. Subsequent repeat of the samples on the original lx20 instrument produced lower results. There was no change or effect to patient treatment in connection with this event. Beckman coulter made multiple attempts to obtain patient data but the customer stated that they were unable to fax the documents to beckman coulter. The customer stated that there was no issue with calibration or quality control results at the time of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced both reagent probes and wash collars to resolve the issue and verified the repairs as per established procedures. Failure mode of the event is attributed to the reagent probes and/or wash collars. Results wash collars.